Event description:
The account alleged the nurse call does not function. No pt impact.

Manufacturer narrative:
The technician found pins bent and broken at the side com power control board assembly. The technician replaced the side com power control board assembly to resolve the issue.